Manufacturer narrative:
Physio-control further evaluated but did not observe any discrepancies during testing. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record, it was observed that the device had indeed powered off. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off while it was used to monitor a patient's ECG in an ambulance. The patient details and outcome were not reported.